Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was major leakage in the trocars. They had a problem identifying where it leaked, but they complained it was from the space between the cap and the body. As a result of the difficulties encountered with this device, the procedure was prolonged 30 minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Leak test failed inserting and removing test probe. The analysis results of the (B)(4) devices (a, b and c) found that the devices were returned in good visual condition. The devices were functionally leak tested and failed during insertion and removal of the test probe through the devices. One possible cause for this type of issue is excessive bending load as a resulting from manipulation of inserted devices. However, an investigation has been initiated to address the potential root cause of the reported insufflations issues. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.